Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported tampon was upside down in the insertion tube which made the string inaccessible for the removal. She was able to manually remove the tampon.